Manufacturer narrative:
Medrad service rep is going to go to the hosp and check out the injector. Once this is done, a follow-up report will be sent.

Event description:
Hosp reported during a contrast injection, a 110cc extravasation occurred into a cancer pt's left distal antecubital. Pressure was applied and elevated, then cold compresses were applied and monitored for 2 hours. Pt was then sent to an oncologist and he started an antibiotic IV drip. The status of the pt is unknown.